Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in the turkish society of radiology that a data collection performed over a ten-year period (2004-2014) identified five patients experienced recurrent pe post vena cava filter deployment. No other specific patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided.

Event description:
It was reported in an article in diagnostic and interventional radiology titled 'ten-year experience of retrievable inferior vena cava filters in a tertiary referral center' that a data collection performed over a ten-year period (2004-2014) identified five patients experienced recurrent pe post vena cava filter deployment. No other specific patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged pe after filter implantation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: rnf: potential complications: recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. G2/denali: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessel. Journal citation: tse, g., cleveland, t., & goode, s. (2017). Ten-year experience of retrievable inferior vena cava filters in a tertiary referral center. Diagnostic and interventional radiology, 23, 144-149. Doi:10.5152/dir.2016.16022.